Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the foreign objects in air water tube was not established. Additionally, the cause of the corrosion in distal sheath (a rubber) and light guide (lg) lens has corrosion was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation of a separate issue. During testing, the repair center technician found foreign objects in air water tube, corrosion in distal sheath (a rubber) and light guide (lg) lens has corrosion. There was no patient involvement.